Event description:
Patient stated that he was running the stationary machine at home when he started smelling a burning smell "when the machine messed up". He turned it off and he struggled breathing so he started using his poc, but he was still having a hard time breathing. Called 911 but he did not remember how many days he was hospitalized.